Event description:
Sales rep reported revision surgery. Patient has been revised to address pain. Medical records were also received. Patient was revised to address soft tissue reaction with multiple soft tissue masses and osteolysis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 01/29/2015- litigation papers received. Litigation alleges pain, metallosis, metal debris, severe metal poisoning, and elevated metal ion levels. The doi is being updated. The stem and sleeve are being added because of elevated metal ion levels. The complaint was updated on: 02/05/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.